Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. No pt injury was reported.

Event description:
The customer reported the system displays a generator error and will not fluoro when the c-arm is moved vertically. No pt injury was reported.